Event description:
During implant, increased capture threshold was observed on the right ventricular (rv) lead. The helix of the rv lead was repositioned and was unable extend and failed to retract. The rv lead explanted and replaced to resolve this event. The patient was stable.